Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 48 mg/dl. The customer declined to troubleshooting low blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the low blood glucose with glucose drink. The insulin pump was not returned for analysis.